Event description:
It was reported the patient had a loss of therapeutic effect and didn¿t think her stimulator was working properly. It was noted since she had her gall bladder removed on (B)(6) noticed her symptoms returning at night. It was stated the symptoms were fine during the day. The patient experienced a shocking or jolting sensation. She was set at 3.9 at the time of report but if she went up to 4.0 she would get a sharp pain in her buttock region. The caller was redirected to her healthcare provider.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va06vfn, implanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).